Event description:
Related manufacturer report number: 2017865-2022-43377. It was reported that far field p-wave oversensing was observed on the right ventricular (rv) channel. Abbott technical support recommended reprogramming and lead provocation testing to resolve the event. The physician suspected a lead fracture to be the cause of the event. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.